Manufacturer narrative:
Block d.2b; additional applicable product codes: qrb. Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7084020, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation due to high impedance on several contacts. Reprogramming was attempted, but additional contacts developed high impedances. As a result, the leads were explanted and replaced. Postoperatively, the patient is reported to be doing well and experiencing adequate pain coverage. The explanted devices will not be returned for evaluation, as device return is not permitted under the facilitys policy.